Manufacturer narrative:
(B)(4). The unintended malfunction of the instrument could lead to patient harm. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reamer handle was found to have an issue with button that secures white handle in place. Upon product return, it was noted that the piece that holds the white handle in place is missing.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the button that secures the sleeve protector is missing. The root cause is attributed to user error and/or heavy usage. The product being disassembled for cleaning purposes may be a contributing factor. The date code a0910 indicates the instrument was manufactured in september of 2010 and is over 6 years old. A two-year search of the complaint database did not identify a trend for this issue for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.